Manufacturer narrative:
On (B)(4) 2016, the field service engineer (fse) found dried drops of fluid from under the probe. The wash collar was cleaned and replaced then its height was adjusted. The fse performed all sam alignments. The fse ran 10 samples and no fluid drops were noticed. All controls and checks were within specifications. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained fluid leak of a few drops from the unicel dxh 800 coulter cellular analysis system while running samples. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.